Event description:
On (B)(6) 2014 it was reported that the surgeon does not think there is enough room on the vagus nerve for a replacement. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2014 x-ray assessments were received which did not indicate anything abnormal. The patient was referred for a revision surgery. Although surgery is likely, it has not occurred to date.

Event description:
Clinic notes were received dated (B)(6) 2014 which indicated that the patient is having more breakthrough seizure activity lately because of the high impedance. The physician restarted the patient on ativan as needed for seizure flurry. The patient was referred for surgery to a second surgeon. Although surgery is likely, it has not occurred to date. A copy of the patient¿s x-ray assessment was received which indicated nothing abnormal.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2014. The explanted products have not been received by the manufacturer to date.

Event description:
On (B)(6) 2014 it was reported that during the patient¿s generator replacement surgery due to end of service on (B)(6) 2014, when the new generator was connected to the lead a high impedance message was observed. The impedance value was greater than 10,000 ohms. The patient¿s previous generator could not be interrogated prior to surgery due to end of service. The patient¿s lead was not replaced during surgery; the new generator was left in and connected to the existing lead. The patient returned for a follow-up visit on (B)(6) 2014 the impedance was measured again and it was still high, with over 10,000 ohms. Although surgery to resolve the high impedance is likely, it has not occurred to date. The patient did not report any trauma and x-rays were reported to not have shown a lead break. During surgery the surgeon had also performed a generator test on the new generator to rule out an issue with the generator.

Event description:
The explanted products from surgery in november were received by the manufacturer for analysis. Analysis was completed on the lead and generator. Note that a large portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated allegations. However since a large portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Adverse event or product problem, corrected data: the supplemental report #1 inadvertently did not check this data. Outcomes attributed to adverse event, corrected data: the supplemental report #1 inadvertently did not check this data.